Manufacturer narrative:
Patient is (B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01331 and 3005099803-2011-01332. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a gastric bleed during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2011. According to the complainant, during the procedure, a resolution ii clip was advanced down the endoscope and positioned within the patient's stomach to treat a bleed. The clip was deployed; however, the clip would not release from the catheter. After the physician "jiggled" the catheter, the clip released from the catheter and remained attached to the tissue. As more than one clip was needed to complete the procedure, a second resolution ii clip (manufacturer report # 3005099803-2011-01332) was advanced to the bleeding site. The clip was deployed within the patient's stomach, however the same issue occurred and the clip would not release from the catheter. The physician "jiggled" the catheter and this caused the clip to fall off the site. The procedure was completed with another resolution ii clip without complications. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.